Event description:
Tech alleged the siderail is not latching. No pt impact.

Manufacturer narrative:
The tech found sticky fluid inside the siderail hinge. The tech cleaned the siderail latch assembly to resolve the issue.